Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), hypoaesthesia ("numbness") and mood swings ("mood swings"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, alopecia, hypoaesthesia and mood swings outcome was unknown. The reporter considered alopecia, hypoaesthesia, mood swings and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("salpingitis") and pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no. 689933) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating, numbness of extremities, vaginal itching, panic attack, shortness of breath, c-section and adhesion. Previously administered products included for to prevent pregnancy: mirena iud; for an unreported indication: mirena iud and depo provera. Concurrent conditions included overweight, hyperthyroidism since 1998 and nickel sensitivity. Concomitant products included atorvastatin, ciprofloxacin, colecalciferol (vitamin d3), cyclobenzaprine, hydrocodone hydrochloride and levothyroxine sodium (synthroid). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), hypoaesthesia ("numbness/loss of feeling in arms/numbness to my hands"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infections"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: in back on shoulders"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation") and flatulence ("gastrointestinal or digestive system condition type: gas") and was found to have thyroid hormones increased ("hormonal changes describe: increased thyroid issues") and weight increased ("weight gain / loss (specify which one)"), 7 months after insertion of essure. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced vision blurred ("blurry vision"). In 2014, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). In 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), abdominal pain ("abdominal area pain"), back pain ("back pain") and swelling ("swelling"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of both essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, pelvic pain, alopecia, hypoaesthesia, mood swings, thyroid hormones increased, female sexual dysfunction, rash, uterine leiomyoma, allergy to metals, dysmenorrhoea, vaginal discharge, vision blurred, weight increased, constipation and flatulence outcome was unknown and the vulvovaginal mycotic infection, urinary tract infection, dyspareunia, fatigue, abdominal pain, back pain and swelling was resolving. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flatulence, hypoaesthesia, mood swings, pelvic pain, rash, swelling, thyroid hormones increased, urinary tract infection, uterine leiomyoma, vaginal discharge, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 169 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure devices appear to be successfully implanted in the fallopian tubes. Ultrasound scan vagina - on (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : salpingitis. Most recent follow-up information incorporated above includes: on 14-may-2019: medical record received- event "salpingitis", lot number, reporter, medical history added. Event yeast infection updated to vaginal yeast infection. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis') and pelvic pain ('pain') in a 27-year-old female patient who had essure (batch no. 689933) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating, numbness of extremities, vaginal itching, panic attack, shortness of breath, c-section and adhesion. Previously administered products included for to prevent pregnancy: mirena iud; for an unreported indication: mirena iud and depo provera. Concurrent conditions included hyperthyroidism since 1998, overweight and nickel sensitivity. Concomitant products included atorvastatin, ciprofloxacin, colecalciferol (vitamin d3), cyclobenzaprine, hydrocodone hydrochloride and levothyroxine sodium (synthroid). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), hypoaesthesia ("numbness/loss of feeling in arms/numbness to my hands"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infections"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: in back on shoulders"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation") and flatulence ("gastrointestinal or digestive system condition type: gas") and was found to have thyroid hormones increased ("hormonal changes describe: increased thyroid issues") and weight increased ("weight gain / loss (specify which one)"), 7 months after insertion of essure. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced vision blurred ("blurry vision"). In 2014, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). In 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), abdominal pain ("abdominal area pain"), back pain ("back pain") and swelling ("swelling"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of both essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, pelvic pain, alopecia, hypoaesthesia, mood swings, thyroid hormones increased, female sexual dysfunction, rash, uterine leiomyoma, allergy to metals, dysmenorrhoea, vaginal discharge, vision blurred, weight increased, constipation and flatulence outcome was unknown and the vulvovaginal mycotic infection, urinary tract infection, dyspareunia, fatigue, abdominal pain, back pain and swelling was resolving. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flatulence, hypoaesthesia, mood swings, pelvic pain, rash, swelling, thyroid hormones increased, urinary tract infection, uterine leiomyoma, vaginal discharge, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 169 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure devices appear to be successfully implanted in the fallopian tubes. Ultrasound scan vagina - on (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : salpingitis . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to prevent pregnancy: mirena iud in (B)(6)2007. Concurrent conditions included overweight, hyperthyroidism since 1998, hypothyroidism since 2013 and nickel sensitivity. Concomitant products included atorvastatin, ciprofloxacin, cholecalciferol (vitamin d3), cyclobenzaprine, hydrocodone hydrochloride and levothyroxine sodium (synthroid). On (B)(6)2008, the patient had essure inserted. On (B)(6)2009, 7 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), hypoaesthesia ("numbness/loss of feeling in arms/numbness to my hands"), thyroid hormones increased ("hormonal changes describe: increased thyroid issues"), fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infections"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: in back on shoulders"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain / loss (specify which one)"), constipation ("gastrointestinal or digestive system condition type: constipation") and flatulence ("gastrointestinal or digestive system condition type: gas"). In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2010, the patient experienced vision blurred ("blurry vision"). In 2014, the patient experienced uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). In 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced mood swings ("mood swings"), abdominal pain ("abdominal area pain"), back pain ("back pain") and swelling ("swelling"). The patient was treated with surgery (surgery to remove the essure implant/salpingectomy (bilateral removal of). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, alopecia, hypoaesthesia, mood swings, thyroid hormones increased, female sexual dysfunction, rash, uterine leiomyoma, allergy to metals, dysmenorrhoea, vaginal discharge, vision blurred, weight increased, constipation and flatulence outcome was unknown and the fungal infection, urinary tract infection, dyspareunia, fatigue, abdominal pain, back pain and swelling was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flatulence, fungal infection, hypoaesthesia, mood swings, pelvic pain, rash, swelling, thyroid hormones increased, urinary tract infection, uterine leiomyoma, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: current weight: 169 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Ultrasound scan vagina - on (B)(6)2008: total bilateral occlusion most recent follow-up information incorporated above includes: on 12-sep-2018: pfs received, reporters added, date of device insertion and removal updated, demographics added. Events: increased thyroid issues, yeast infections, uti, apareunia, rashes or skin conditions type: in back on shoulders, fibroids, loss of feeling in arms, nickel allergy, dysmenorrhea, dyspareunia, vaginal discharge, blurry vision, fatigue, weight gain, gastrointestinal or digestive system condition type: constipation and gas, abdominal pain, back pain, swelling. Concomitant drugs and diseases added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.